Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under- delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
A customer called to report that he has been experiencing some high bg levels and took the pod off and wanted to get the pod replaced. His bg rose from 122 after a meal to 302, at which time he gave himself a manual injection and took the pod off for replacement. His bg went down to 143. He also noted that the pod was hard to fill and made a clicking noise. No further problems reported.